Event description:
It was reported that, "doctor brought patient to surgery to examine cause of pain. Upon opening patient's knee the doctor hooked up retractors to femur and tibia. Femur was well fixed. Tibia was loose, so dr extracted it at this time". Device was implanted 8 years ago.

Manufacturer narrative:
Additional information has been requested, and if available, it will be submitted on the supplemental report.